Event description:
Info received that the brake caster would lock and hold, but would rotate if pushed on side. No injury reported.

Manufacturer narrative:
Technician found that the brake caster would lock and hold, but would rotate if pushed on side. Replaced brake caster to resolve this issue. Located the bed on 1st floor.